Event description:
Initial reporter indicated that the pt had high lead impedance indicating a possible lead malfunction. It was additionally reported the pt was not feeling stimulation. The pt did not have any falls or injuries preceding the high impedance event. X-rays reviewed by MFR yielded no gross lead discontinuities. Revision surgery is likely.

Manufacturer narrative:
X-rays reviewed by MFR. Yielded no lead discontinuities. Device malfunction suspected but did not cause or contribute to a death or serious injury.